Event description:
After examining devices in question it was discovered that the iui inter-unit interface connectors had physical damage and/or corrosion causing them to lose connection with the controller module. We also found that the latch that locks the 2 modules together was warped and had contamination on the mechanism.